Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified vessel below the knee. After a guide crossed the lesion, a 2.0mm x 220mm x 150cm coyote balloon catheter was advanced for pre-dilatation. However, during the first inflation, the balloon ruptured. The lesion was dilated again with another 2.0mm x 220mm x 150cm coyote balloon catheter but the balloon also ruptured. A new balloon was advanced and successfully completed the procedure. Good vascular patency was observed and no patient complications were reported.